Event description:
It has been reported to philips that unable to record the 12 lead ECG. The device was in clinical use and no patient or user harm. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.